Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the admitted patient did not appear on the patient list. A technical support specialist checked the server and found the patient remained as " discharged. " therefore, tsc advised the customer to have the hospital 's information technology team send an a01 or a13 message from their end to resolve this issue. The customer confirmed that the issue was resolved and the patient was shown in admitted status. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the admitted patient was not appearing on the patient list. The customer reported that nursing needed to add the patient each time medication was required. The customer also stated that it was unusual and difficult to locate the temporary profiles created for the patient since they did not show up in a search, necessitating the display of all 114,000 patients to hunt for the name. There were no adverse events or injuries reported based on this event.